Event description:
While using the device during cardiopulmonary bypass, the cardioplegia delivery monitor would not turn on. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but no conclusions have been reached.